Manufacturer narrative:
Additional information received; it was noted that the event in this literature were not considered directly related to the mdt devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aortic protection prior to retroperitoneal lymph node dissection for testicular cancer miyazaki s, ueda t, okumi m, kawajiri h, kanda k, ukimura o. Internal journal of urology. 2024 jul;31(7):832-834. Doi: 10.1111/iju.15453. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿endovascular aortic protection prior to retroperitoneal lymph node dissection for testicular cancer¿. The timeframe for the study was over one year. Endurant ii stent graft were implanted to provide endovascular aortic protection in advance of post chemotherapy retroperitoneal lymph node dissection for testicular cancer in several patients. The stent graft was placed in the aorta from the caudal side of the renal artery bifurcation to just above the aortic bifurcation. After placement, a lack of endoleaks was confirmed using contrast medium. The following adverse events were reported; fever, blood loss requiring transfusion no additional information was provided.